Event description:
Additional information was recieved. A revision procedure was performed, however due to a subclavian vein occlusion, this lead could not be removed or replaced. The patient with this lead will present to another hospital for a further lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance measurements. In addition, three noise episodes were found in the arrhythmia logbook. There was no asystole. The patient with this lead is not pacemaker dependent. Attempts to reproduce the noise were unsuccessful. A lead revision is intended in the near future. No adverse patient effects were reported.

Event description:
Additional information was received: a revision procedure was performed. This lead was successfully removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was cut during the removal process, no return of product is intended, therefore boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.